Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 15 mmol/l. The insulin pump received a pump error and the insulin flow was stopped. The customer reported headache and tiredness as symptoms. Troubleshooting was performed and it was found that the customer was using the pump within 48 hours of the episode. It was unknown whether the auto-mode feature was active at the time of event. No further complication requiring medical intervention was reported. The customer will continue the use of the insulin pump and will not be returned for analysis.